Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) pt reported that she found a fluid leak following the pt's discontinued treatment. When the pt contact opened the cassette door she found fluid leaking from the cassette. The pt contact was advised to contact the pd nurse. The set was not made available for eval. During f/u, the pt reported that the pt contact had reported the leak to the pd nurse. The pt was prescribed prophylactic antibiotic vancomycin administered by the pt contact and there are no signs of infection. No adverse event reported at this time.